Event description:
Individual was diagnosed as having fungal keratitis, directly related to her using bausch and lomb renu contact solution. Treating physician conducted culture swabs and found that the fungus was present and was consistent with the cases reported. Pt developed an ulceration on the cornea of the eye and is currently undergoing treatment with natamycin drops and antibiotic oral meds. Long term ouitlook is yet to be determined as to severity of scarring on cornea. Upon finding this out, we researched the issue and found this problem was a direct result of bausch and lomb's product and may lead to serious medical issues in the future.